Event description:
A critical patient was intubated and brought emergent to the cardiovascular lab for a procedure. The patient was placed on a ltv 1000 ventilator, tidal volume 600ml; delivered volumes were only 200-300ml. The respiratory therapist tried to tighten all connections and put air in the ett cuff to no avail. The therapist placed the patient on a different ltv ventilator with no complications/no adverse outcome to patient. The ltv vent was removed from service. Biomedical engineering corrective action: verified stated problem of low tidal volumes. Set at 600 ml, returning approximately 200 ml. Vent was unassembled and checked for pinched hoses and none were found. Reassembled and sent to manufacturer for repair. Manufacturer repair: broken hose connection replaced and oxygen blender part replacement. Unit was tested and placed back in service.